Event description:
A hemodialysis user facility has reported an event that occurred to one of their inpatients. It has been reported that a patient on chronic hemodialysis for past two years had an event with use of this dialyzer. The patient has been treated with a different brand, but was temporarily switched to f50nr dialyzer. Additionally, the facility reported that for the past two months, the patient's platelet count had been stable, but upon switching to the fresenius dialyzer, the platelet count was decreased over 5 days from 193 to 80, and from 80 to 69 on the last day of the switch. Patient was subsequently switched back to the initial dialyzer, and the platelet count has since returned back to normal. Platelet count rose from 69 to 174 one week after returning to the initial prescribed dialyzer. It has also been learned that heparin had been used with the optiflux dialyzer. The dose and method that the facility used was that the patient received an initial bolus and then a continued infusion. The brand of bloodlines as well as the involved machine has not been provided by the facility. The information contained above is the information that this facility has provided on this event. Fmc na has not been provided any additional medical information or updates, even though attempts have been made. There is no sample.

Manufacturer narrative:
Device history record review: the lot history review did not indicate anything relative to the complaint. Sample analysis: no sample was available for a review. Conclusion: the reported complaint is not confirmed. The facility reported that no sample would be provided for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Several attempts were made to receive additional information regarding this event. As a result of these efforts taken, this information was received on 02/19/2009 which now determined the incident to be a reportable event.